Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
1 reported false positive sars result for 1 patient. It is unknown if the patient was symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also communicated 7 additional patient events which are captured on separate reports.